Event description:
It was reported by the customer that intermittent occlusion alarms occurred. The customer's blood glucose level was 500 mg/dl. The customer changed the infusion set and cartridge to resume insulin delivery.